Event description:
The customer reported an issue where the pump vibrated when their blood glucose level reached 5mmol/l but did not provide a loud warning or a written notification as expected. The recorded blood glucose level of 5mmol/l was within normal range, indicating no adverse impact to the customer's health. The customer sought assistance to understand why the warnings were not triggered properly, but no information was provided regarding actions taken or the outcome of the event.